Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-04797. It was reported that during a stenting treatment procedure, a premature stent deployment occurred. During a case, it was reported that two reduced profile wallstents (8x60x75/ 6f and 10x20x75/ 6f) deployed prematurely. One stent deployed on the table outside the patient during preparation, the other stent deployed inside the introducer sheath. Neither stent ended up in the patient. There were no reported patient complications.